Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to erosion and reoperation.

Event description:
On an unknown date in another hospital, the patient underwent endovascular repair of a dissecting descending thoracic aortic aneurysm using gore® tag® thoracic endoprosthesis (item/lot numbers of this device are unknown). On (B)(6) 2012, a follow-up study revealed that an ulcer-like projection (ulp) had been formed distal to the initially implanted endoprosthesis. The patient was implanted with an additional gore® tag® thoracic endoprosthesis to repair the ulp. The patient tolerated the procedure.